Event description:
The pt was taking an unspecified medication via a humapen ergo teal/clear pen body (lot 40304) for an unknown indication. It was unknown ho operated the device or if the operator of the was trained. It was reported the lead screw of the pen was not moving. This humapen ergo complaint is associated with cid00253940. The device was returned to the company in 2004. Initial analysis by the affiliate quality control dept on the third day found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the MFR for additional evaluation.